Event description:
On (B)(6) 2022, a perceval was explanted due to endocarditis. Imaging examination showed aneurysm at both annulus and the top of the stent of perceval. Based on the information provided, the valve was easy to explant, no visual contamination or deterioration on the valve was noticed and it looks so new. The surgeon planned to use solo smart but needed to perform a bentall due to anatomy deterioration. Patient is under 6 weeks of antibiotics. Patient had a previous history of endocarditis which was treated without surgery. As reported, device functionality was normal and was sent to anapathologie service. Thus, the device is no more available for return.

Manufacturer narrative:
Based on the information received, the surgical re-intervention performed on (B)(6) 2022 but, the date the endocarditis was noticed is unknown. As such, the event date field is empty. Device is not available for return.

Manufacturer narrative:
Since the device was not returned to the manufacturer and serial number is unknown, no further investigation can be performed. Based on the medical judgement received, the valve was excluded as a possible cause or contributing factors to the reported event since no culture was found on the valve it is possible that the root cause of the reported endocarditis event can be attributed to the patient¿s factors and conditions, but since no information on clinical history and patient¿s factors is available, this cannot be ultimately confirmed. Should further information be received in the future, the manufacturer will provide a follow up report.

Event description:
On (B)(6) 2022, a perceval was explanted due to endocarditis. Imaging examination showed aneurysm of annulus and the top of the stent of perceval. Based on the information provided, the valve was easy to explant, no visual contamination or deterioration on the valve was noticed and it looks so new. The surgeon planned to use solo smart but needed to perform a bentall due to anatomy deterioration. Patient is under 6 weeks of antibiotics. Patient had a previous history of endocarditis which was treated without surgery. As reported, device functionality was normal and was sent to anapathologie service. Thus, the device is no more available for return. Based on the additional information received, surgeon considers that the perceval valve was not involved in the cause of reported event as no culture was found on the valve. Surgeon refused to provide further information.